Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The high blood glucose level of customer was not under 446 mg/dl. The current blood glucose level of customer was 294mg/dl. The meter showed low glucose level of 41 mg/dl. Customer had taken off the insulin pump due to low blood glucose level and then the blood glucose level went up. Customer was treated with food for low blood glucose level. It was found that customer was using the insulin pump system within 48 hours of reported incident. It was found that customer had experienced symptom related with low blood glucose level including sweating and blurry vision. Customer stated that normal insulin was dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.